Manufacturer narrative:
Product analysis result: visual microscopic visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Material hardness inspection confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface with circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with respiratory failure due to malalignment and underwent fixation surgery at c2- t4 levels. During surgery, the tip of the obturator was broken by about 2-3 mm and it was considered that the broken part remained in the patient body. The product came in contact with the patient. No patient complications were reported as a result of alleged event. There was no delay in procedure time as a result of alleged event.